Event description:
A customer reported to olympus, the endoeye flex deflectable videoscope experienced a suspected disconnection during a procedure. The unspecified diagnostic procedure was completed without delay. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, image noise occurred, and the image could not be seen. Due to a scratch on electrical contact of video plug section, image noise occurred, and an image could not be displayed. In addition, adhesive on bending section cover had a chip. The video connector had a scratch. The control unit had a scratch. Grip had a scratch. The universal cord had a scratch. The up/down plate had a scratch. The right/left plate had a scratch. The lock engagement lever had a scratch. Angulation lever had a scratch. The light guide connector had a scratch. The light guide cover glass had a scratch. The video connector case had a scratch. The switch button 1 had a scratch. The right/left lever had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The instruction manual provides the following: ¿[inspection of the endoscopic image] confirm that the white light image (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.